Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31351. It was reported during wound dressing the nurse applied extensive force. As a result, the leads migrated. X-rays confirmed lead migration. In turn, surgical intervention took place on (B)(6) 2020 wherein the leads were repositioned. Reportedly, therapy has been confirmed post operatively.